Event description:
This console was not on a patient. MFR reported that while he was conducting a training class, the low right driveline pressure alarm light on the alarm panel of the console would not extinguish. This failure mode of the low right driveline pressure alarm light poses no risk to the patient, because it occurred during a training class and was not on a patient. In addition, this failure mode does not negate the ability of the console to continue to perform its life-sustaining functions. This console is being returned to MFR for evaluation, and upon receipt, an investigation will be performed.